Event description:
This male patient was undergoing coil embolization at internal carotid-posterior communicating artery aneurysm. Three coils were advanced through the unknown microcatheter (mc) without difficulty and placed in the aneurysm. During attempt to deploy the fourth coil, it stretched, but the physician placed it in the aneurysm. No part of the coil was protruding into parent vessel, and the procedure was completed successfully. There was no adverse consequence to the patient. There was no info regarding the aneurysm size. There was no calcification but moderate tortuosity present. No info if the physician encountered resistance with advancing the coil into the unknown mc. Prior to this coil, other coils were advanced through the same mc without resistance. The coil was in aneurysm when stretched. No info if resistance felt while repositioning the coil, no info if the coil was being withdrawn for repositioning in the aneurysm when it stretched. Reportedly there was a one to one relationship between the coil & delivery tube, which was verified with fluoro prior to repositioning. No info if the coil was deployed or partially deployed out of the distal end of the mc, while the mc was being repositioned. Continuous flush was maintained within the mc.

Manufacturer narrative:
The DHR review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable mfg quality plan. The DHR review was extending to the coil assembly and this lot indicates that the product was tested and inspected per established manufacturing requirements. Additional info will be submitted within 30 days upon receipt.